Event description:
Manipulation was performed post-operatively for patient with a total knee implant to improve range of motion. Patient is now experiencing instability. Revision surgery is planned.

Manufacturer narrative:
Manipulation was performed post-operatively for patient with a total knee implant to improve range of motion. Patient is now experiencing instability. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specification.